Event description:
Hcp reported a refill procedure was performed in 2003 by an intern. Three days later the pt suffered from withdrawal symptoms and the pump was empty. The physician suspected an error from the intern during the refill. The physician decided to perform the pump refill himself. Seventy two hours later the pt still showed withdrawal symptoms and the pump was once again empty. The pump was explanted and replaced nine days later. It was returned to the MFR for analysis.